Event description:
S/p augmentation in 1989. Since that time there were changes in shape, size, and consistency, especially in last year. Grade ii contracture bilaterally with irregular shape r breast. Pt had bilateral implant removal with total capsulectomy and augmentation.